Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 404 mg/dl at the time of incident. Customer also reported that the insulin pump had motor error. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.